Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented due to a device change out. The right ventricular lead exhibited high impedance. The lead was capped and replaced on (B)(6) 2016. The patient's condition was normal post procedure with no issues.